Event description:
Pt had multiple dislocations and has required reduction several times. Because of recurrent dislocations and instability, the pt required replacement with a new acetabular component with slightly more anteversion and also a constrained component which would resist dislocation.